Event description:
It was reported by the customer that a malfunction code was received. There was no reported impact to the customer¿s blood glucose level. Efforts were made to return the pump for inspection, but the device was not returned, and further actions are anticipated once the pump return is processed.